Manufacturer narrative:
Although the doctor identified two (2) different shades associated with the sensitivity, she could not verify which lot was used on which each patient; therefore, no lot numbers were identified in this report. Specific information with regard to patient gender, age, weight, and number affected were not provided by the doctor. The doctor prescribed the patient with a pain medication for the pain the patient had experienced. The doctor is waiting for a new curing light to come to see if she can re-cure the restoration or if she needs to re-do the restoration. Regulatory affairs will update this complaint if new information is received. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that eight (8) patients had experienced sensitivity after placement of the sonicfill product. This is the fourth of eight (8) reports.